Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The latron primer was flagging high when the leak was noticed. The volume of the leak was about 2 cc and was not contained within the instrument and leaked onto the counter. No patient results were run as the leak was discovered while running controls. The operator was wearing a lab coat, eye protection, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found that the tubing from the blood sampling valve (bsv) to the differential shear valve had become disconnected from bsv port 10. The fse replaced the tubing and the instrument ran without any leaks and passing all controls. The repairs were verified per established procedures. (B)(4).